Event description:
Dealer alleged that the manifold valve is stuck. Per independent repair center statement, the unit is alarming or has a red light, the sieve beds are saturated, muffler leaks, sieve tubs leak, gear clamps leak and the tie wraps leak.